Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board. Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No motor noise or grinding noise anomaly noted. Device passed sleep current measurement and active current measurement. Device was monitored and tested with no charge/battery lasts less than expected. Device received with minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump were not responding very well, also had scratches on the screen and cannot read it. Customer¿s blood glucose level was unknown. Customer also reported grinding noise and less battery life. Customer stated that there were several scuff marks across the screen, he can read it, but there are several scuff marks that he cannot get off gracing over the screen, could get worse over time. Customer declined troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.